Event description:
It was reported that the user experienced low glucose with a sensor value of 69 mg/dl, self-treated with oral glucose tablets prior to the call, and confirmed a fingerstick of 80 mg/dl while using the ilet on the second week; the agent provided education on hypoglycemia treatment best practices and showed where to view algorithm actions for low and high glucose within the pump. Symptoms included hypoglycemia with feelings of being low. Outcomes included recovery of glucose to 93 mg/dl without hospitalization and consideration of a snack. Investigation included customer interview, glucose value verification by fingerstick, and in-call troubleshooting and education. Investigation of this case revealed no device malfunction reported and user guidance on algorithm behavior was provided, with hypoglycemia cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.